Event description:
It was reported the ez35w was used during a laparoscopic appendectomy. The initial firing did not cut, but staples were formed. There was no buttressing material used. There was no consequence to the pt.

Manufacturer narrative:
H6:code 400: firing mechanism damaged. Results of eval: based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartride, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.